Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the cycler set tubing during their pd treatment. The patient reported the fluid leak was discovered in dwell 2 of 4 and the treatment was cancelled. Fluid leaked from hole in tubing, patient stating the tubing got cut in half. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Upon follow up, the patient stated that they woke up to use the bathroom when they discovered fluid on the floor. The patient stated that the source of the leak was coming from a break in the cycler set tubing. The cause of the leak was unknown. The patient stated that the cycler set tubing was not mishandled during set up and the box that held the affected tubing had no physical damage. The patient confirmed that no fluid came in contact with the cycler. The patient stated they elected to not complete treatment on the night of the reported event. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is continuing peritoneal dialysis therapy with no further issues. The cycler set used by the patient is available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. The ups tracking number was verified and no information was found that the customer sent the sample. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the cycler set tubing during their pd treatment. The patient reported the fluid leak was discovered in dwell 2 of 4 and the treatment was cancelled. Fluid leaked from hole in tubing, patient stating the tubing got cut in half. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Upon follow up, the patient stated that they woke up to use the bathroom when they discovered fluid on the floor. The patient stated that the source of the leak was coming from a break in the cycler set tubing. The cause of the leak was unknown. The patient stated that the cycler set tubing was not mishandled during set up and the box that held the affected tubing had no physical damage. The patient confirmed that no fluid came in contact with the cycler. The patient stated they elected to not complete treatment on the night of the reported event. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is continuing peritoneal dialysis therapy with no further issues. The cycler set used by the patient is available for return for physical evaluation by the manufacturer.